Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle strips were reviewed the dhrs showed the freestyle strips passed all tests prior to release. The dhrs for the freestyle freedom lite meter was reviewed. The dhrs showed the freestyle freedom lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2020 , he was not feeling well due to "whole body shaking" and received a reading of 200 mg/dl on his adc blood glucose meter which was higher than he felt. Customer was seen at the emergency room where a reading of 80 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with peanut butter crackers and orange juice and was monitored until he was stable. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2020, he was not feeling well due to "whole body shaking" and received a reading of 200 mg/dl on his adc blood glucose meter which was higher than he felt. Customer was seen at the emergency room where a reading of 80 mg/dl was obtained on the hcp meter. Customer was diagnosed with hypoglycemia and was treated with peanut butter crackers and orange juice and was monitored until he was stable. There was no report of death or permanent injury associated with this event.